Manufacturer narrative:
The bur and attachment subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken. The returned bur was measured where possible and all critical specifications were met. Investigation results on the attachment (5100120450, lot 13014) had confirmed there was a fractured collet in the device, which can potentially lead to bur breakage.

Event description:
It was reported that a bur broke off in the attachment. There was no medical intervention, surgical delay or adverse consequences reported as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that a bur broke off in the attachment. There was no medical intervention, surgical delay or adverse consequences reported as a result of this event.